Manufacturer narrative:
Date sent: 07/11/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, that the shape of a cautery knife different from other one. Another device was used to complete the case. There were no adverse consequences to the pt reported.